Event description:
This case occured outside of the USA, in france. A doctor notified teoxane of an adverse event on 25-jul-2024. A patient was injected with 0.2 ml of rha redensity in the glabella on (B)(6) 2024. During the injection, the injector did not observe any white zone but stopped the treatment because the patient presented pain. The area was slight blue considered at this time as an ecchymosis. On (B)(6), the patient had a visio meeting with her injector where she reported having felt during a bike ride two days after the injection, on (B)(6) 2024. She suffered a violent shock to the head protected by a helmet. She had arnica gel and she experienced a high burn. During this visio exchange the injector suspected a necrosis at the injection site. The same day, the local medical expert was contacted to advise the injector. According to him, the patient presented a suspected embolization. As medical treatment, the patient received a greasy tulle dressing and fusidic acid until healing is complete and received hyaluronidase at the injection site. On (B)(6) 2024, we were informed that all the symptoms were resolved. Thus, this complaint was considered closed.

Manufacturer narrative:
According to the information received, this case seems linked to a vascular occlusion. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of rha redensity product.

Manufacturer narrative:
According to the information received, this case seems linked to a vascular occlusion. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal puresense redensity 1 product.

Event description:
This case occured outside of the USA, in france. And it has to be noted that this follow-up concerns teosyal puresense redensity 1 which has being confirmed the product involved, and which is not commercialized in the USA. A doctor notified teoxane of an adverse event on (B)(6) 2024 . A patient was injected with 0.2 ml of teosyal puresense redensity 1 in the glabella on (B)(6) 2024 . During the injection, the injector did not observe any white zone but stopped the treatment because the patient presented pain. The area was slight blue considered at this time as an ecchymosis. On (B)(6) 2024 , the patient had a visio meeting with her injector where she reported having felt during a bike ride two days after the injection, on (B)(6) 2024 . She suffered a violent shock to the head protected by a helmet. She had arnica gel and she experienced a high burn. During this visio exchange the injector suspected a necrosis at the injection site. The same day, the local medical expert was contacted to advise the injector. According to him, the patient presented a suspected embolization. As medical treatment, the patient received a greasy tulle dressing and fusidic acid until healing is complete and received hyaluronidase at the injection site. On (B)(6) 2024 , we were informed that all the symptoms were resolved. Thus, this complaint was considered closed. It has to be noted that in the initial medwatch, it was mentioned that the patient received rha redensity in the glabella. After investigations, the batch number 23431bl0 was obtained. However, this batch number corresponds to a teosyal puresense redensity 1 product which was confirmed by the injector on (B)(6) 2024 . With this new information, this complaint has been assessed no more reportable to the FDA.